Manufacturer narrative:
Results: the sepd atraumatic tip distal to the bulb was fractured off its delivery wire approximately 89.5 cm from the proximal end. Conclusions: evaluation of the returned sepd confirmed that the atraumatic tip distal to the bulb was fractured off the delivery wire. If the sepd is repeatedly manipulated through tough clot burden, the atraumatic tip may become fatigued and damage such as this may occur. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left subclavian vein using an indigo system separator d (sepd), indigo system catd aspiration catheter (catd), and wire (unknown). During the procedure, while advancing the sepd in and out of the catd, the physician noticed under fluoroscopy that the wire distal to the bulb of the sepd was broken. Therefore, the physician used a snare device to successfully remove the broken sepd wire. The procedure ended at this point. There was no report of an adverse effect to the patient.